Event description:
It was reported that the bd discardit¿ ii syringe experienced foreign matter contamination. The following information was provided by the initial reporter, translated from czech to english: when handling the syringe, after pulling the plunger back and forth, the presence of foreign bodies inside the syringe was noted. The stock was checked in the department and there was confirmed the presence of foreign material and other batches.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided material number 300296 and lot number 2207175. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. Twenty (20) retained samples were obtained from the manufacturing facility for evaluation; however, no defects were identified with the retained samples. Based on the provided feedback, we have concluded that the reported particles are most likely composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
It was reported that the bd discardit¿ ii syringe experienced foreign matter contamination. The following information was provided by the initial reporter, translated from czech to english: when handling the syringe, after pulling the plunger back and forth, the presence of foreign bodies inside the syringe was noted. The stock was checked in the department and there was confirmed the presence of foreign material and other batches.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2203189. Medical device expiration date: 28-feb-2027. Device manufacture date: 08-mar-2022. Medical device lot #: 2204107. Medical device expiration date: 31-mar-2027 . Device manufacture date: 31-mar-2022. Medical device lot #: 2207175 . Medical device expiration date: 30-jun-2027. Device manufacture date: 29-jun-2022. Medical device lot #: 2207168. Medical device expiration date: 30-jun-2027. Device manufacture date: 29-jun-2022.